Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4)

Event description:
It was reported that the patient had an interstim device implanted to help them get rid of the urges to have to use the restroom every 30 minutes. It completely failed and malfunctioned inside of the patient. The patient had been fighting interstitial cystitis (ic) for almost 8 years now. The device would most likely not work and just break inside of the patients. The patient had to deal with miserable ic ¿24/7 daily pain¿ and agony symptoms. The patient now also had to deal with testicles that ached and felt swollen. The patient was almost 100 percent certain that the device was responsible for the pain and numbness they felt now in the testicles. The first day they had the surgery, the patient asked the surgeon why their testicles were vibrating with the electrical pulse put out by the device. The surgeon looked at the patient very confused and right off the bat the patient hated the device. The patient had the device inside of them over 2 years and begged to get it taken out a year ago, but their health care providers (hcps) wouldn¿t let them. The patient worked with the manufacturer programmers to try to get the sensation out of the testicles and to try to get the sensations somewhere else, but that failed of course. Now the patient was sitting here 1 month after removal of the device still feeling the unwelcomed sensations in the testicles. The patient mentioned that it was a ¿garbage product.¿ no outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.